Event description:
It was reported that, during a gyn procedure sheath cracked. Subsequently, the surgeon removed the resector in use and inserted another resector. At that time, uterus perforation occurred. Pt required laparoscopic cautery to repair the uterus. No further consequences to the pt were reported.